Manufacturer narrative:
The pump is still in use supporting the pt; however, the replaced portion of the percutaneous lead was returned to the MFR for eval. The reported event of alarms and suspected compromised wire was confirmed. Approx 10" of external portion/distal end of the percutaneous lead (lead) was returned for eval and it was confirmed that the orange wire was broken at the terminus of the bend relief. Prior to being returned, the ends of the orange wire had been stripped during the percutaneous lead replacement procedure and the type of damage could not be identified; however, communication with technical services indicated that the fracture was likely due to mechanical damage. As a result of the fracture, the underlying wire conductors were exposed. The reported pump stoppages would have occurred as a result of the exposed conductors of the orange wire contacting the braided shielding and shorting to ground while connected to the power module. A review of device history records showed no deviations from mfg or qa specs. No further info is available. The MFR is closing this file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt received audible and visual red heart alarms. The pt was not symptomatic. The alarms were reproducible when the driveline/percutaneous lead was manipulated externally. The log file submitted to the MFR for eval confirmed what appeared to be a short to shield issue with pump stop/low flow/red heart alarms. These alarms occurred while the pt was connected to the power module pt cable and resolved when connected to battery power. The MFR's technical services team evaluated the pt's driveline and found a broken orange wire. An external percutaneous lead replacement was subsequently performed.